Manufacturer narrative:
This report is being submitted to correct the patient identifier field (a1) in section a, patient information; the initial reporter first name and last name fields (e1) in section e, initial reporter.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal impedance measurements, no capture and, no ventricular pacing due to lead dislodgement which was confirmed via x ray. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal impedance measurements, no capture and, no ventricular pacing due to lead dislodgement which was confirmed via x ray. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.